Event description:
Reporter alleged obtaining an error after dosing, however, having low glucose symptoms so the emergency medical technicians (emts) were called. Customer stated not knowing what the emt glucose measurement was however, stated they treated her with orange juice and peanut butter and jelly. It was stated prior to calling the emts customer had performed back to back testing with results of 42, 76, & 60 mg/dl within minutes apart. Customer reportedly, confirmed the results in the meter memory when checking the readings on the telephone with the mfrs' rep. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.